Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to a hospital because the device was exposed through the patient's skin. The physician believed either an infection or allergic reaction caused the erosion.

Manufacturer narrative:
It was later reported that this right ventricular (rv) lead was explanted due to the device erosion, and a new, competitive device and lead system was implanted on the patient's other side. No return of explanted products is expected. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.